Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens in 2009. The reporter stated at one day post-op visit, the surgeon noted a small tear in the haptic of the iol. The surgeon felt the iol would be ok in the pt's eye as it wasn't in the pt's line of vision. The pt's bcva was 20/20. The reporter stated the pt returned for one week post-op visit, and the body of the iol had torn from the haptic and had dislocated in the pt's eye. The pt was seeing the edge of the iol. The original incision was opened, and the iol was removed during the follow-up, and another same model lens was implanted with no problem. There was no pt injury, no incision enlargement, no capsule tears.

Manufacturer narrative:
Eval codes: method (other): lens work order search. Results: (other): visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed, and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.